Event description:
It was reported that during a lavh, the balloon did not expanded after it was inserted into the patient. 5cc air was injected. When the device was removed, it was found that the balloon was burst. The same event occurred in the 2nd device. No sharp instrument contacted to the balloon during use. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Instrument a based upon the visual and functional examination, it was concluded that the balloon on the returned device has been cut, likely by a grasper. The batch history records were reviewed with no anomalies noted. Instrument b. Based upon the visual and functional examination, it was concluded that the balloon on the returned device has been cut. The size and location indicate a cut. Inst b. The batch history records were reviewed with no anomalies noted. Instrument b additional information: lot # h43v2j expiration date: unk manufacturing date: unk (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.